Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed "no prime" alarms associated with zero force.

Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.